Manufacturer narrative:
H10: the actual sample was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample the replacement post pump line was observed disconnected from dialysate y multi connector. The reported condition was verified. There is no mark of solvent on the tubing indicating the absence of solvent during the manufacturing process. Additionally, the lines of the set are provided by one of our internal suppliers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from the replacement line of an prismaflex st150 set due to the line disconnecting from the set. The event occurred during prime. There was no patient involvement. No additional information is available.